Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the rise in temperature was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was a worn motor, rough bearings, and rotor rub. The motor was changed and some other components were replaced. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating at the beginning of a wisdom tooth extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.